Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.

Event description:
It was reported that the device had no output and could not be interrogated. The device was removed and replaced. No patient complications have been reported as a result of this event.